Event description:
Hospital discharge notes dated (B)(4) 2014 were received. The notes indicated that the patient was seen in the emergency department after a near drowning incident. Device diagnostics were within normal limits. The device was not at end of service. A head CT was performed that showed no trauma or abnormality. The patient was then transferred to another hospital. It was noted that while enroute to the hospital the patient had a generalized tonic clonic seizure for one minute. She dropped her oxygen saturations into the 70's and placed on a non-rebreather mask and loaded with fosphenytoin. She had a second, gtc seizure lasting around 30 seconds and was given a dose of ativan. During this time, her oxygen saturations dropped to the 40s, but responded to bag-mask ventilation and was subsequently intubated and admitted to the pediatric ICU. The notes indicate that the patient suffered respirator failure secondary to near-drowning episode and aspiration pneumonia. She was maintained on mechanical ventilation until (B)(6) 2014. The problem list noted status epilepticus. Attempts to obtain additional relevant information have been unsuccessful to date.